Event description:
A demo unit came back from the field to the MFR, was not properly labeled as demo unit not for clinical use. There was not a specific event reported about this unit, but without the proper labeling this could have been used in the field.

Manufacturer narrative:
(B)(4) was initiated on (B)(4) of 2009 to address concerns around demo unit labeling. Corrective actions were taken internally to ensure that this demo units were properly labeled. This CAPA was closed in (B)(4) of 2010 after the effectiveness check was approved. As a result of the FDA form 483 report fei number (B)(4) dated (B)(4), 2011, nucletron bv is now submitting this MDR in compliance with the corrective actions of the FDA form 483.